Manufacturer narrative:
Two related 72202897 twinfix ultra ti 5.5mm suture anchor devices were used for treatment and were not returned for evaluation. The second device was reported under report number 1219602-2019-01218. Due to unavailability, conclusions, investigation and evaluation were limited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Instruction for use documentation is quite specific and confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity include: incomplete anchor insertion. Suture breakage. Alternate prep method or instruments used. Dull drill bit used. Unanticipated bone condition. Torsional overload. Managing suture with sharp instruments. Loss of axial alignment per instructions for use: ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Proper site prep includes pre-drilling which is essential for successful use of the device. Incomplete anchor insertion may result in poor anchor performance¿ the appropriate smith and nephew drill bit and drill guide are each sold separately. Final product met predetermined specifications upon release to distribution. There is no evidence to suggest a direct link between the symptoms and product used during the procedure.

Manufacturer narrative:
Two related 72202897 twinfix ultra ti 5.5mm suture anchor devices were used for treatment but not returned for evaluation. Due to unavailability, investigation was limited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Instruction for use confirms instructions, precautionary statements and recommendations for proper use. Influences that could compromise performance or integrity include: 1) indequate bone condition 2) incomplete anchor insertion. Per instructions for use: ¿caution: it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure¿. Proper site prep includes pre-drilling which is essential for successful use of the device. Incomplete anchor insertion may result in poor anchor performance¿ the appropriate smith and nephew drill bit and drill guide are each sold separately. Per clinical: in conclusion, the precise root cause of the anchors migrating cannot be concluded. It could be any or a combination of the suggested reasons from ¿poor bone quality¿ ¿some kind of trauma¿ or the ¿sudden jerking motion from a small electrical shock¿. Lot and complaint review were completed. Final product met predetermined specifications upon release to distribution. There is no evidence to suggest a direct link between the symptoms and product used during the procedure. Second device was recorded on report number 1219602-2019-01218.

Event description:
It was reported that, after a shoulder arthroscopy in which a twinfix ultra ti 5.5 w/3 ub was implanted, upon 3-month revision, the x-ray image showed that implant might have migrated and protruded onto the bone surface. The anchor will be explanted to preclude damage, but it is unknown when. The patient does not have much discomfort and is clinically doing well.

Event description:
It was reported that, after a shoulder arthroscopy in which a twinfix ultra ti 5.5 w/3 ub was implanted, upon a 3-month revision, the x-ray image showed that implant might have migrated and protruded onto the bone surface. CT confirms that the screw is completely out. The patient did not have much discomfort and was clinically doing well. It is believed that the migration may be attributed to a sudden movement backward of the patient's arm. Revision surgery was performed for explanting one of the anchors, but is unknown which one; the other anchor remains implanted. Another s&n device was used to repair the rotator cuff. The patient outcome is still unknown.